Event description:
It was reported that a patient using the ilet bionic pancreas experienced a low interstitial glucose reading of approximately 60¿65 mg/dl on a libre 3 plus that did not appear to respond to oral carbohydrate intake, including juice and snacks, after a recent mealtime bolus. Symptoms included no reported signs of hypoglycemia. Outcomes included no emergency care, hospitalization, or alarms. Investigation included customer counseling to perform a capillary fingerstick to verify the sensor reading when a meter became available. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the reported low reading, with the scenario consistent with possible sensor-reading inaccuracy or timing of insulin relative to meal absorption. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.